Manufacturer narrative:
The customer reported he performed xdcr tests, exhl diff: 34 failed. He also performed xdcr cal, exhl diff press cal failed at 0 cmh2o. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high positive inspiratory pressure, transducer fault, low exhaled volume (ve) and high rate alarms while on a patient on the vela ventilator. The customer reported that the patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.